Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of perforation ('perforation- yes') and ectopic pregnancy with contraceptive device ('ectopic pregnancy with essure') in an adult female patient who had essure (batch no. 686081) inserted. Other product or product use issues identified: device ineffective "device ineffective". On (B)(6) 2010, the patient had essure inserted. On an unknown date, the patient experienced perforation (seriousness criteria medically significant and intervention required) and was found to have an ectopic pregnancy with contraceptive device (seriousness criteria medically significant and intervention required). The patient was treated with surgery (essure removed). Essure was removed on (B)(6) 2012. At the time of the report, the perforation and ectopic pregnancy with contraceptive device outcome was unknown. Pregnancy related information: retrospective report. Last menstrual period and estimated date of delivery were not provided. The reporter considered ectopic pregnancy with contraceptive device and perforation to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2010: occlusion of both fallopian tubes by essure devices. Lot number: 686081, manufacturing date: 2009-11, expiration date: 2012-11. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 17-jul-2020: quality safety evaluation of ptc. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of perforation ('perforation- yes') and ectopic pregnancy with contraceptive device ('ectopic pregnancy with essure') in an adult female patient who had essure (batch no. 686081) inserted. Other product or product use issues identified: device ineffective "device ineffective". On (B)(6) 2010, the patient had essure inserted. On an unknown date, the patient experienced perforation (seriousness criteria medically significant and intervention required) and was found to have an ectopic pregnancy with contraceptive device (seriousness criteria medically significant and intervention required). The patient was treated with surgery (essure removed). Essure was removed on (B)(6) 2012. At the time of the report, the perforation and ectopic pregnancy with contraceptive device outcome was unknown. Pregnancy related information: retrospective report. Last menstrual period and estimated date of delivery were not provided. The reporter considered ectopic pregnancy with contraceptive device and perforation to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2010: occlusion of both fallopian tubes by essure devices. Most recent follow-up information incorporated above includes: on 18-jun-2020: mr received- patient dob added. Lot number, expiration date was added. Lab data was added. Reporters information was added. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of perforation ('perforation- yes') and ectopic pregnancy with contraceptive device ('ectopic pregnancy with essure') in a female patient who had essure inserted. Other product or product use issues identified: device ineffective "device ineffective". On (B)(6) 2010, the patient had essure inserted. On an unknown date, the patient experienced perforation (seriousness criteria medically significant and intervention required) and was found to have an ectopic pregnancy with contraceptive device (seriousness criterion medically significant). The patient was treated with surgery (essure removed). Essure was removed on (B)(6) 2012. At the time of the report, the perforation and ectopic pregnancy with contraceptive device outcome was unknown. Pregnancy related information: retrospective report. Last menstrual period and estimated date of delivery were not provided. The reporter considered ectopic pregnancy with contraceptive device and perforation to be related to essure. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.